Event description:
It was reported that the device was still working two weeks prior to (B)(6) 2013 when the patient saw a healthcare professional. It was reported that the patient thought the ¿wire came out or something¿. It was noted that the patient thought it was a ¿wire that came loose¿. It was reported that the patient could not even get the device started.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was able to feel stimulation turn on and off, which was happening when the patient was sitting or changing positions. When the patient touched the 'wire,' she was able to turn it back on. The reporter indicated that it was not shocking or jolting the patient, but it bothered the patient that it was turning on and off. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that the patient's device was "cutting on and off". It was also stated that the device was "not working correctly". Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3987a, lot# lc3455, implanted: (B)(6) 2004, product type lead; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).